Manufacturer narrative:
The product was returned. Per the returns plan in (B)(4) unit returned on 10/02/2014. Evaluation shows tubing broken on left side of frame directly in front of cross support tube. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider states that the enduser leaned on right side of chair to retrieve dog leash and the left side frame broke at the weld between the wheel and crossbrace.